Event description:
The airseal machine malfunctioned as we were beginning our single port robotic prostatectomy. The machine displayed an over venting error, however there was no pressure to insufflate the abdomen. The machine was rebooted, all new tubing and a new airseal trocar was used, but the same error messages displayed. The equipment, materials, instrument coordinator (emi) was immediately called and a new airseal machine was brought into the room and was successful in insufflating the abdomen to proceed with the surgery. Malfunctioning machine was taken out of the room. No injury occurred to the patient, but there was about a 10-minute delay in the case due to the machine malfunction.